Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse performed a hard reset of the iabp to enable access to do any sort of function. However, this was only in diagnostics mode and not during use, and after the iabp was reset, no further issues could be recreated. The fse performed all functional and safety tests to factory specifications and the iabp was cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge field service engineer (fse) reported that during field action for installation of software datasette, the cs300 intra-aortic balloon pump (iabp) froze while setting replacement date on battery per tech data. There was no patient involvement and no adverse event was reported.